Event description:
Customer reported via phone call that set falls out of serter. Customer was assisted with inserting properly. Customer reported of using bolus wizard and waking up with blood glucose of 44 mg/dl. Customer treated low blood glucose with food. Customer was assisted with settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.